Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customers pump was in the bathroom while they were taking a shower. The customers blood glucose level was 136 mg/dl. Reportedly the customer reloaded the cartridge. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.